Event description:
It was reported that "some" electrodes had out of range impedances. The impedances were low, <(><<)>70 ohms. The outcome was noted as "ongoing with no further action needed." There were no patient symptoms.

Manufacturer narrative:
Product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 3708220 lot# serial# (B)(4), product type extension product ID, 3708220 lot# serial# (B)(4), product type extension product ID, 3487a-56 lot# v400923, product type lead product ID, 3487a-56 lot# v438302, product type lead product ID, 3487a-56 lot# v390366, product type lead product ID, 3487a-56 lot# v447347, product type lead. (B)(4).